Manufacturer narrative:
The reported field event of backup operation was confirmed in the lab. The device was received for evaluation in bvvi mode with defibrillation output (dfo) support. A device image was able to be obtained, but was corrupt due to the unsuccessful attempts to restart product code by technical services. Thus, the cause of the backup operation could not be determined from the device image. Analysis revealed high current was present in the hybrid, which indicates a circuit failure. The high current was intermittent and disappeared during the analysis in the lab. An attempt was made to reproduce the high current using temperature stress testing, but the attempt was unsuccessful. Based on information given in the event description, the device experienced two software resets within 32 seconds of each other, which forced the device to enter bvvi mode with dfo support. The exact cause of these two software resets is unknown, but is believed to be related to the circuit failure that was found in the device during the analysis. However, since the high current could not be reproduced, the root cause of the circuit failure could not be determined.

Event description:
During a follow-up, the device was found in backup mode. The device was interrogated and had delivered inappropriate therapy while in backup mode. The device was explanted and replaced and the patient was stable.